Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to the customer reported upstream/downstream occlusion not functioning properly which was not reproduced. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed an upstream/downstream occlusion that was not functioning properly. The problem occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.